Event description:
User reports smoke from the back of the analyzer and had to ventilate the lab due to the amount of smoke. No injuries were reported. Field service representative determined root cause to be the main power supply capacitor and confirmed it was replaced.